Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the evaluation of the tubing set confirmed the complaint. There is dark colored debris on the surface of the plastic material (on one of the connection areas). This debris could be easily removed indicating that it is a surface contaminant and is not embedded in the plastic. The exact root cause of this debris could not be verified since the tubing set was not received in the original unopened package. It is not possible to determine if this debris was introduced during the manufacturing process or in the clinical setting (once tubing was removed from package). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
During setup, black foreign matter attached to the connection part of the tube was found. Another product was used to complete the case. There were no surgical delay and no adverse consequences to the patient.